Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-05637 and for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the bile duct for drainage during an endoscopic ultrasound (eus) with lumen apposing metal stent placement procedure performed on (B)(6) 2024. During the procedure, an 8x8mm axios stent (the subject of MFR. Report # 3005099803-2024-05637) was attempted to be used but was unable to be fully deployed. The stent was partially deployed when removed from the patient. A 6x8mm axios stent (the subject of this report) was then used; however, during the release, the first flange was "pushed outside the lumen". The stent was removed from the patient partially deployed and a multistep rescue approach was performed by placing a biliary metal stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios stent was returned for analysis. Visual examination of the returned device found the stent partially deployed. The deployment hub was not returned as it was detached. Additionally, the outer sheath was moved, and the stent was released manually. When the stent was deployed, it presented slow expansion issue. Eventually, the expansion of the stent has been completed. The reported event of stent first flange difficult to position cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the bile duct for drainage during an endoscopic ultrasound (eus) with lumen apposing metal stent placement procedure performed on (B)(6) 2024. During the procedure, an 8x8mm axios stent was attempted to be used but was unable to be fully deployed. The stent was partially deployed when removed from the patient. A 6x8mm axios stent was then used; however, during the release, the first flange was "pushed outside the lumen". The stent was removed from the patient partially deployed and a multistep rescue approach was performed by placing a biliary metal stent. There was no patient complications reported as a result of this event.